Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the reported problem for ¿the pump is unable to recognize cassette". The customer problem was duplicated. Visual test was performed - found damaged(detached) downstream occlusion (dso) seal, damaged battery compartment. The dso seal and battery compartment were replaced. Functional test was performed- found defective latch sensor. The latch sensor was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump is unable to recognize cassette. There was unknown patient involvement. There was no patient harm reported. No further information is available.